Manufacturer narrative:
The returned start-x tip ems insert 3 is actually broken in the middle of the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for possible evaluation. Nothing unusual was found during DHR review (batch #1506280). The customer said having used this insert with an ems generator at power level #1. However, according to the dfu, the power setting recommended must be between 4 and 7. We can consider that the root cause of the breakage is misuse.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a start-x tip broke during use; no injury resulted and all the broken parts have been retrieved from the patient's mouth.